Event description:
It was reported that during an unknown procedure, the device was sending out multiple clips on each firing. They opened a new one and it did the same thing. They then changed to a different device which worked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward the tissue stop during the consecutive firing sequences causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. During the next firing sequence the clip was formed as conforming. The device locked out as intended but the orange indicator did not show up. It could not be determined what may have caused the reported event. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that one device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was not visible; this finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4).